Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set had air ingress during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-00261. All information can be found under manufacturer report 1416980-2025-00261. Should additional relevant information become available, a supplemental report will be submitted.